Event description:
"Caller alleged discrepant results compared with the references. Results as follows:" date: (B)(6) 2013, inratio2: 2.3, lab: 3.3. Date: (B)(6) 2013, inratio2: 2.0, poc meter: 2.4. Therapeutic range 2.5-3.0. Pt self tester was sent to e.r. On (B)(6) 2013 due to heart palpitations and clots in her leg. She was unable to provide further details regarding clots in leg. Pt indicated that the weather has been very hot and strips could have been exposed to temperatures greater than 90 degrees.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 2.3, reference = 3.3, mean = 2.80, confidence limits = 1.7 - 3.8. Date: (B)(6) 2013, inratio meter = 2.0, reference = 2.4, mean = 2.20, confidence limits = 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 310820 on (B)(4) 2013. Results as follows: donor (B)(4): inratio: 2.2, 2.2, 2.3, reference: 3.00, bias threshold: 2.00 - 4.00, %cv: 2.59. Donor (B)(4): inratio: 2.9, 2.8, 3.2, reference: 2.86, bias threshold: 1.86 - 3.86, %cv: 7.02. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retained strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4) discrepant result complaints were reported for lot #310820 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.